Manufacturer narrative:
This report is filed on (B)(6) 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 (specific date not reported) due to a neurological disease. Re-implantation is planned but had not taken place at the time of this report, (B)(6) 2016.